Manufacturer narrative:
E1: (B)(6). Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.

Event description:
A patient from germany reported experiencing hallucinations, specifically visual hallucinations involving seeing "green little men." The patient also exhibited impulse control disorders with occasional risk to others, and demonstrated poor treatment compliance by repeatedly removing or tearing out the infusion cannula.